Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported "implants were fine, and we were just releasing contracture so [patient's] original implants were replaced after the contractures were released." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "treatment: capsulectomy done on (B)(6) 2023 to release the contracture and device was reimplanted".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported right side capsular contractor baker grade iii/IV. The device remains implanted.